Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer's insulin pump alarmed button error. Customer took the device off to go swimming and when he tried to use it again, the buttons were unresponsive. Customer replaced the battery and the device alarmed battery out limit. There is also a scratch on the screen. Customer's blood glucose was 30.5 mmol/l. Customer treated with a manual injection. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.